Event description:
The hosp reported to the rental agency that the ventilator alarmed and restarted while in use on a pt. The customer reported there was no pt harm. The respironics service technician discussed the event with the rental agency service technician and was told that the hosp had a power outage, which removed ac power from the ventilator. The ventilator attempted to switch over and use backup battery power, however the hosp reported the ventilator would not operate on the backup battery. The respironics service technician recommended the rental agency service technician replace the backup battery to correct the problem. The rental agency service technician replaced the backup battery as recommended.